Manufacturer narrative:
(B)(4)

Event description:
During a meniscal repair procedure the t2 did not deploy. A same model backup was utilized to complete the surgery. There were no delays or patient injuries reported.

Manufacturer narrative:
Device investigation narrative - one curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. Trigger has been fully advanced and locked within the handle indicating a complete deployment. No ts or suture remain on the insertion needle but were returned for examination. Examination of the construct showed t2 is missing; t1 has been cut from the suture. The suture is frayed where the ts would normally be located. Reported complaint of t2 non-deployment cannot be confirmed. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time. Credit has been issued as a customer courtesy. Device evaluated by the manufacturer.